Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried body fluid and tissue was present around the helix. There was no inner coil observed in the neck region of the lead. Resistance testing found inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant due to the inability to extend the helix. A replacement lead with the same model number was successfully implanted. The lead is expected to be returned for evaluation. No adverse patient effects were reported.